Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and atrial oversensing. Beginning (B)(6) 2016, atrial oversensing observed in s2d egms. Since (B)(6) 2016 1150 atrial sic. On (B)(6) 2016, atrial pacing impedance measured 4047 ohms up from a trend of 342-570 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise. It was also noted that there were chaotic and short, non physiological intervals present. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.